Event description:
2025-apr-03: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were having more pain and wanted to increase the stimulation but were getting settings not available on their controller. Patient mentioned they noticed more pain yesterday. Patient said they usually put the stimulation up because it takes the pain away. Patient mentioned they reset the controller and they usually use group a. During the call, agent walked patient through adjusting stimulation in groups a, b and c. Controller showed settings not available in groups a and c. Patient confirmed they were able to increase stimulation in group b. Agent informed patient they can use group b in the meantime to increase stimulation. Agent reviewed role of manufacturer representative (rep) and meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. 2025-apr-21: additional information was received from the patient (pt). They reported that they have an appointment soon and would see what is happening. Pt reported they were still in pain and left the device on "b" that it would stimulate their left side only. The issue has not been resolved yet and they have an appointment soon to see what the issue was. 2025-may-30: additional information was received from the patient (pt). It was reported the issue could not be resolved. Surgery was scheduled for july.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.